Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, it was confirmed that foreign matter remained inside the nozzle. It is likely that the foreign matter stuck inside the air/water nozzle could not be sufficiently removed and clogged. It was confirmed that there was no deformation of the air/water nozzle and there were no obvious deviations in reprocessing. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the evis lucera elite gastrointestinal videoscope had air/water leakages. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found the nozzle was clogged with foreign material. The report is being submitted due to the foreign material in the nozzle found during evaluation.

Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. The device was returned and evaluated by olympus. In addition to the findings, evaluation found the complaint was not confirmed and no leakages were found. Evaluation did find the bending angle in the up direction did not meet the standard value due to wear of the angle wire, the bending cover adhesive was chipped, cracked and had a white clouded area, the water removal ability did not meet the standard value due to clogging of the nozzle, the adhesive around the objective and light guide lenses were peeled and had a white clouded area, there was a streak of flare in the image due to the adhesive peeling around the objective lens, the universal cord coating was peeling, the suction cylinder was shaved, and the connecting tube and universal cord were scratched. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Manufacturer narrative:
This report is being supplemented to provide additional information obtained from the customer. See b3 and b5. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
Additional information received from the customer reported the air/water leakages were found during leak detection of cleaning after a diagnostic medical examination. There was no delay and the procedure was completed.